Event description:
Device was placed into the pt on 8/23/96, for chemotherapy purposes for a bone tumor. The catheter was placed down the left femoral. On 8/27/96, the catheter was removed. Upon removal, the catheter tip separated. An attempt was made to retrieve the separated segment with a retrieval basket. However, the tip separated into two segments. One segment went down the left peroneal. No further attempts were made to remove the segments.